Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The 8mm fbf instrument was analyzed, and failure analysis (fa) found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken. Several pieces/fragments of material were found missing. Failure mode of broken instrument main tube are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause of the fenestrated bipolar forceps main tube broke at distal end and was stuck in the 12mm trocar is attributed to the user mishandling/misuse. This complaint is considered a reportable event due to the following conclusion: failure analysis (fa) confirmed the main tube of the instrument was broken and acknowledged that there were fragments missing from a portion of the device. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur, as unintended broken fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure the 8mm fenestrated bipolar forceps broke at distal working end and was stuck in the 12mm trocar, as well as the 12-8mm reducer is still stuck on instrument. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. No abnormalities were noted. The issue was identified while dissecting the tissue. The entire trocar was removed from the patient. Another trocar was placed. The instrument was removed from trocar; reducer was still attached to the instrument, when returned to isi. Surgeon stated no fragments fell into the patient.